Event description:
The initial attorney report alleged pain and permanent injuries due to a defective mesh. The following is based on the medical records provided by the pt's attorney: (B)(6) 2005 - repair of incisional hernia with composix kugel mesh. The rectus muscle on the right was noted to be almost non existent, also noted was that the pt's paramedian incision had likely resulted in atrophy of the muscle and facia in this area. On (B)(6) 2007 - excision of composix kugel mesh and repair of recurrent ventral hernia with a non-bard mesh. Reportedly, the mesh had not migrated and was in appropriate position. The composix kugel mesh was inspected after removal and there was no evidence of a defect in the ring.

Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with (B)(4). Subsequently, davol has received additional event info indicating that the associated event device is not a recalled composix kugel mesh; therefore we are submitting this MDR based on the additional info received. The info provided indicated that the pt was treated for recurrence, which is a known possible adverse reaction listed in the IFU. It was reported that when the mesh was explanted it was intact, with no anomalies found. There was not lot number included in the medical records provided; therefore a review of the mfg records could not be conducted. Additionally, no sample was returned for eval. Based on the info provided, no definitive conclusions can be drawn. At this time no connection can be made between the reported event (defective mesh) and the davol product in question. If additional event and/or evaluation info is obtained, a follow up MDR will be submitted.